Manufacturer narrative:
The reported complaint of the autopulse platform (sn 33542) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the archive data review. The root cause was due to drive shaft not to be at "home" position, most likely attributed to unintended user error. During visual inspection, bent battery lock clip was observed, this observation is unrelated to the reported complaint. The root cause for the observed physical damage could be due to mishandling. The battery lock clip was replaced to address the issue. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred during the customer's reported event date; thus, confirming the reported complaint. Per the autopulse® resuscitation system model 100 user guide, if the drive shaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the drive shaft is returned to its home position. To clear a user advisory (45) pull up on the life band until the chest bands are fully extended (thereby moving the drive shaft back to its home position), and then restart. During initial functional testing, the autopulse displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon power on. The ua 45 was cleared by using the administrative menu and rotated the drive shaft to home position. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon power up. The user was unable to return the drive shaft to home position. No patient involvement.